Event description:
It was reported that during the case, the anspach drill overheated to the point it was almost too hot for the surgeon to use. The surgeon did not want to take the time to switch drills so the problem was dealt with.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that that the drill had become extremely hot. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. The surgical system user's manual released at the time of the complaint provides instructions for proper assembly and care of the surgical drill. We could confirm if there was a relationship established between the reported event and the device. Investigation found that the drill overheat/smoking is caused by a broken motor shaft caused by excessive cutting forces and the part was returned to OEM for repair. The root cause was established to be user error.